Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
The sister of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor was making a humming noise and would not power up after the battery was changed. The patient was issued a replacement monitor.